Event description:
The facility's biomed technician reported an infusion pump with failure code 810:03. Additional contact info was requested but no additional contact was identified. The hospital rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.